Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  From the information for use (IFU): when connected to a controller, the monitor receives continuous data from the controller and displays real-time and historical pump information. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient had a controller with the time/date of 2000. They were unable to change the date on a monitor that they were using so another monitor was used and the date was changed. They were not able to download data from the controller. The controller was exchanged from stock with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "data transfer error" could not be confirmed; log files were successfully downloaded. However, log file analysis conducted revealed vad stopped alarms logged with year 2000 which indicate disconnection of the driveline from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. When the date and time were set to the actual time, controller was able to keep date and time accurately. The most likely root cause of the set back in the date is due to real time clock (rtc) reset to zero. No failure detected; the controller was able to retain the correct date and time during bench testing.